Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl and customer "passed out". Low bg cause was not known. Customer required assistance from ambulance personnel who administered glucose injections to address bg. Customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage.